Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6), 2006.according to the complainant, post-procedure, the patient presented with unspecified complications.all other information is unknown.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.

Manufacturer narrative:
All other information is unknown and unavailable.